Event description:
It was reported by the user facility that the saline bag was filed during recirculation. There was no pt involvement. The biomedical tech was unable to replicate the issue. The air separator assembly was replaced and the machine was not returned to service.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. Service records indicate that corrosion was found on the interior of the air separator lower sensor probe. The air separator assembly was replaced. There was no pt involvement. The biomed tech could not duplicate the saline bag back fill and the machine has not been returned to service. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.